Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence . It was reported that they hadn't used their device in a while and reported they couldn't get it to work. Patient stated when they turn it on and put it up against the "spot" they could get stimulation to go up, but it won't stay there. Patient reported every time they get out it went right back to where it was before. Patient later stated they couldn't get stimulation to increase. Patient stated they had not used it in a while so they don't know if something "shut down". Patient services (ps) reviewed therapy overview and general use of external devices. Patient later stated there was no problem increasing stimulation but when they "get out" they couldn't feel it anymore and when they open it, it's back at the same number it was before. Patient successfully connected with implant on the call and stated they were on program 6 and stated they were successfully increasing stimulation. Patient stated they could feel stimulation a little bit and confirmed feeling stimulation comfortably. Patient then stated they switched to program 7 and stated therapy said it turned off. Agent reviewed overview of changing programs, that therapy will turn off when changing programs. Patient stated they could only feel stimulation a tiny bit so that is why they changed programs. Patient changed back to program 6 and increased stimulation to 3.3. Patient stated "at first I would just get out, then I tried turning it off" when they were done making therapy adjustments before. Agent reviewed to ensure not turning off patient's implant when done making therapy adjustment. Patient services (ps) reviewed how to power off external devices. Patient provided event date as just a couple days ago. Patient stated they think what they were doing wrong is they were not powering off the communicator first. Patient will monitor symptoms/therapy settings now that therapy adjustment was made and general use of devices was reviewed.